Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited fast batter depletion and a pacing problem. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that there was fast battery depletion and a pacing problem. Analysis did reveal that both output connectors were corroded, the attachment ring and cover were missing, and the upper case was broken. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.